Event description:
Manufacturer ref.#: 264045.

Manufacturer narrative:
Our fse (field service engineer) was on site and could not duplicate the reported event and no parts were replaced. The ventilator passed all functional, electrical and safety tests per factory specifications and returned to customer and cleared for clinical use. The received event log contains user setting changes in a short period of time as also our fse mentioned. According to event log, the ventilator passed pre-use check on the given event date and technical log does not contain any error that may indicate a ventilator malfunction. Therefore we can not identify the root cause of the reported event.

Event description:
It was reported that the user was experiencing issues related to peep (positive end expiratory pressure) and o2 concentration during patient treatment. The received logs also include alarms for low o2 concentration. There was no patient harm. (B)(4).